Manufacturer narrative:
Correction: based on the manufacturer's investigation update the manufacturing registration site number is 3006646024.  All future information for this event will be submitted under report number 3006646024-2023-00023, no further information concerning this reported event will be submitted under report number 9611594-2023-00055. All information reasonably known as of 18-may-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 9611594-2023-00054 for the first event. The peg (percutaneous endoscopic gastrostomy) bumper did not collapse at all as it was still "migrating" in the stoma site. The physician attempted to traction pull the device and he could not remove the device. The patient was taken to endoscopy where clinicians removed and retrieved the device. Additional information received (B)(6) 2023 stated the device was placed (B)(6) 2022 and removed in (B)(6) 2022.